Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide corrections. In section h6 the investigation findings was inadvertantly documented as 3211 when the correct code should have been 3221.also in section h10 of the initial report the contents explaining section d4 was incorrect, the correct data is listed below. D4: expiration date - june/2024 (190719a), or july/2024 (190803a).

Manufacturer narrative:
Lot number - potential lots 190719a or 190803a. Expiration date - june/20204 (190719a) or july/2024 (190803a). Implanted date - device not implanted. Explanted date - device not explanted. Manufacture date - 07/21/19~07/23/19 (190719a) or 08/03/19~08/07/19 (190803a). A review of the manufacture records for the potential lots was performed and no defective properties, such as broken catheter or scratch, were detected. Nine unused samples for lot 190719a and ten unused samples for 190803a were returned for product evaluation. When closely observed the catheters and inner needles of the obtained unused samples, no irregularity, which may have caused the broken catheter, was observed. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. The root cause of the reported issue was unable to be identified as no irregularities were found in the received unused samples and the manufacture inspection records of the reported potential lots. (B)(4).

Event description:
The user facility reported that the surflash 24g catheter broke. At the conclusion of the surgery on the (B)(6) lb. Dog, upon removal of catheter from cephalic vein, the catheter broke cleanly away from the hub. The doctor was able to palpate and locate catheter, block the vein with her thumb and was able to work the catheter back and grab the tip with her fingernail to remove from the dog. Per the practice manager, there was no issue with placement of catheter, or leakage reported during use. There was no impact on the dog, and the doctor was able to successfully remove the catheter with her fingers.